Event description:
In 2002, the cryopreserved aortic valve and conduit was implanted into a pt with unk medical history. It was reported that approximately seven days after surgery the pt had developed a post-operative fungal infection involving the organism candida albicans. Additional info concerning this incident has been requested, but no info has been received to date.